Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 2nd april 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2011. The device fails multiple self-tests due to a low battery between (B)(6) 2011 and (B)(6) 2013. An increase in voltage on several occasions suggests further pad-paks were installed with the device passing self-tests up to the last log entry on the (B)(6) 2016. Investigation was unable to replicate or find any evidence of the reported fault. Previous experience has shown faults of the reported nature are characterised by ten minute time outs due to membrane failure. There were no ten minute time outs recorded in the history log, it is therefore assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.